Manufacturer narrative:
Section d9 - date returned to manufacturer: corrected manufacturer's investigation conclusion: the reported event of backup battery faults was confirmed via log file analysis. Review of the downloaded log files revealed from (B)(6) 2025 at 15:16:13 to (B)(6) 2025 at 13:50:24 and (B)(6) 2025 from 13:50:27 ¿ 13:50:41, a backup battery fault alarm activated due to the battery not passing the load test. At the time of the alarm¿s activation, the unloaded voltage measured under the designed threshold. On (B)(6) 2025 at 13:50:26 and 13:50:42 ¿ 13:50:51, the backup battery was uninstalled, and emergency backup battery (ebb) circuit and memory tag faults were active. This is consistent with the reported battery exchange. The backup battery fault alarm, due to the load test not passing, resolved after the battery exchange; however, a backup battery fault alarm activated at 13:50:56 due to an ebb circuit fault. The backup battery fault alarm did not resolve before the driveline was disconnected on (B)(6) 2025 at 14:40:38. The returned heartmate 3 system controller (serial number hsc-131524) was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. Multiple backup battery load tests were initiated during testing and a fault was not reproduced. Provided information stated that the backup battery fault alarm resolved after the system controller was exchanged. The root cause of the backup battery fault alarms could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 left ventricular assist system (lvas) patient handbook (rev. A), section 5 - ¿alarms and troubleshooting¿, and the heartmate 3 IFU with heartmate touch (rev. D), section 7 - ¿alarms and troubleshooting¿, instruct users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 IFU, section 8-¿equipment storage and care¿, and heartmate 3 patient handbook, section 6-¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. The patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery (ebb) faults that didn't clear with an ebb exchange. The system controller was exchanged. The ebb that went bad was issued on (B)(6) 2024. Log files were not available. The ebb faults resolved with the system controller exchange.

Manufacturer narrative:
No further in formation was provided. The manufacturer is closing the file on this event.